Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and confirmed the customer¿s reported issue. Based on the results of the investigation, the probable cause of the reported event is likely the environment in which the device is used and the effects of its operation. However, a definitive root cause was unable to be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope distal end biopsy channel was burnt. There were no reports of patient harm or patient involvement.